Event description:
It was reported that during treatment of the prostate gland, the tip of the fiber disconnected after 12:08 minutes with 34,986j of use. The tip of the fiber was cleaned during the procedure. The procedure was completed using a second fiber without patient complication.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify a fiber cap/tip break. The glass cap exhibited severe devitrification at output window and severe detritus buildup around the devitrification area. The heat shrink tubing was damaged and melted through. There were no signs of breakage along length of fiber. The connector cone, segments and tabs appeared in good condition and secure. The control knob was attached and aligned with fiber and could rotate the fiber. The bevel edge appeared in good condition. Based on the device analysis, the product complaint fiber tip disconnected from the fiber, could not be confirmed. Based on the observed heat shrink damage, an evaluation conclusion code of known inherent risk of device was assigned to this investigation. The cause was determined due to heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. Fiber cap condition would result in reduced vaporization efficiency.the manufacturer has reviewed all information and has determined that this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during treatment of the prostate gland, the tip of the fiber disconnected after 12:08 minutes with 34,986j of use. The tip of the fiber was cleaned during the procedure. The procedure was completed using a second fiber without patient complication.